Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the first prostyle device were successfully pre-placed. Reportedly, an attempt was made with a second prostyle device; however, a cuff miss [suture retrieval issue] was noticed. The device was removed from the patient and the sutures were tangled around the body of the device. The sheath was upsized 14f tavi procedure was completed. Hemostasis was achieved with the one pre-placed prostyle suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle and irregular appearance were not confirmed due to the condition of the returned device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.the cause of the reported difficulty and subsequent treatment appear to be related the circumstances of the procedure. In this case, an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle and irregular appearance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.